Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The battery compartment was alleged to be cracked/damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/19/2017 with the following findings: during investigation, visible moisture was found in the battery compartment. The battery compartment was cracked near the top left corner of the grip pad. A leak was found in the battery compartment. The pump was opened to find no further moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.